Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with the patient stating they ran out of insulin due to a pharmacy refill delay and felt unwell with an urge to vomit; no alerts or alarms were reported, and additional information was requested to clarify the event. Symptoms included hyperglycemia and nausea. Outcomes included no reported hospitalization or long-term impairment. Investigation included a review of the reported event details and a plan to collect additional information from the user. Investigation of this case revealed an unclear cause at this time, with a potential contributing factor of insulin supply depletion; no device malfunction or component failure has been identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.